Manufacturer narrative:
Completed information for section a1: patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the module and performed multiple troubleshooting procedures including part replacement and cleaning. The fsr cleaned the access cover which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the access cover did not identify an increase in complaint activity. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity for the issue under review. Review of the manufacturing documentation did not identify issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I am processing module for serial: (B)(6) was identified.

Event description:
The customer reported a falsely elevated alinity I ca19-9xr result for one patient. The following data was provided: on (B)(6) 2025, sid: (B)(6): initial result = 57.96 u/ml, repeat = 17.64 u/ml. On (B)(6) 2025, sid: (B)(6): initial result = 14.38 u/ml. It is unknown if the patient was diagnosed with pancreatic cancer. The discrepant results were not reported out of the laboratory. No impact to patient management was reported.